Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements with this right ventricular (rv) lead and chronic device were within acceptable limits, increasing to 75 ohms. During a routine device changeout procedure, when connected to the new device, shock impedance measurements with this rv lead were 89 ohms to 125 ohms in the triad configuration and greater than 125 ohms in coil to can and less than 100 ohms in the coil to coil configuration. The device pocket was then closed and the chronic rv lead and new device remain actively implanted. A future rv lead revision procedure was to be discussed. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that it was determined that the right ventricular (rv) lead was fractured. A revision procedure was performed. The device and rv lead were explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.